Event description:
It was reported that a nut disassembled from the navlock universal tracker adapter for instruments during testing. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Event description:
It was reported that a nut disassembled from the navlock universal tracker adapter for instruments during testing. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
The device was not received for evaluation at this time.